Event description:
It was reported by the user facility medwatch "displaced intervertebral cage l4-l5, left. Displacement noted on lumbosacral spine x-ray and confirmed by CT scan." Device was removed.